Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that the patient feels her interstim device is being affected by her microwave and cell phone. She has experienced surges in stimulation that have brought her to her knees. Further information is being requested from the hcp.